Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was found to have the grip-open ring dislodged at the proximal end. The set screw was still in place. The grip-open ring became dislodged, affecting the operation of the instrument¿s jaws. The jaws would not open when attempted. The root cause of this failure is attributed to manufacturing. The complaint was confirmed by failure analysis. The probable root cause is attributed to manufacturing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend (vse) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by an isi failure analysis engineer (fae). The following additional information was provided: it looked like the grips were not opening when the grip release lever was pressed, indicating something along the grip drive likely malfunctioned. The logs showed that the vse instrument under question was installed 2x and passed homing 2x. Qty 8 cut complete events were noted with no errors. E100 logs show qty 9 seal events with no errors. The logs also showed qty 1 ¿grip torque is outside the expected range on usm2 (instrument installed: vessel sealer extended / rfid: 19145086) / error class 0¿ error which indicates there could likely be something wrong with the instrument grip cable (loose, broken etc.) That could be related to the grips not opening. The instrument should be returned to confirm this. The instrument was used for about 11 minutes.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer reported limited motion. In the middle of the surgery the surgeon observed that the jaws didn't open well, the instrument was removed and the nurse checked the grip release slider couldn't open the jaws. The surgeon decided to change the vessel sealer extend (vse) instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck on tissue when the issue occurred. The jaws weren't closed on tissue, the surgeon saw that he couldn't open well the jaws, but he wasn't sticking tissue. No unexpected tissue removal. No bleeding, the surgeon only felt that he couldn't move the jaws properly. Bleeding was normal and expected. Instrument was sent to isi for analysis. The doctor decided to change vse, because didn't work properly. The instrument was in use for a few minutes prior to the issue occurring.